Event description:
A patient underwent cataract surgery with implantation of the crystalens. One day postoperatively the patient had good uncorrected distance vision, but over the next several weeks the ucdva deteriorated rapidly and the patient reports experiencing significant diplopia. Additional information has been requested.